Manufacturer narrative:
Date of initial report: 03/10/2017, the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. No patient injury or complications resulted.

Manufacturer narrative:
Date of initial report: 2017-03-10. Date of follow-up report: 2017-05-09. One used lf1623 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with difficulty opening. Visual inspection found no potentially contributing defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within all related specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.